Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: a kink was noted approximately 80.2cm distal of the distal end of the strain relief. It is unknown if the kink was the source of the slow deflation, if it was formed during the removal process, or post-procedural. The proximal balloon bond site was approximately 127.9cm distal of the distal end of the strain relief: no balloon chamber material was noted at the site. The inner mono lumen exhibits several kinks, bends, and stretching. The proximal marker band is loose on the mono lumen and has slid distally to approximately 143.5cm distal of the distal end of the strain relief. The mid marker bands are approximately 144.7cm and 145.2cm distal of the distal tip of the strain relief. The distal marker band and distal tip are present: no balloon material was noted in the distal balloon bond site. The overall working length is approximately 156cm: label claim is 150cm working length therefore about 6cm of stretch is present.

Event description:
The nanocross balloon was used to open the pt which measured at 1.5mm in the medial segment of the artery. The balloon was inflated to 12 atms then deflated, which took some time. The physician then began to take out the nanocross while the balloon was still deflating. The balloon seemed to have some resistance pulling back and burst on what we think was a piece of calcium in the popliteal or distal portion of the sheath. The nanocross balloon was then retrieved and the balloon material was stripped from the balloon and not visualized under fluoro in any arterial anatomy in the body.